Event description:
Additional information: the clutch error was seen during annual regular maintenance procedure. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
A1, a2, a4, a5, a6; b3, b5, b6, b7: updated.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "check clutch /plunger lever error" when an occlusion test was performed. There was unknown patient involvement.

Manufacturer narrative:
D9: product received date 1/21/2025. H3: one device was returned for repair with complaint of the device exhibited a check clutch/plunger lever error during occlusion test. Review of event log found check clutch alarm. No service history found for last 12 months. The problem with check clutch/plunger alarm was verified and duplicated by motor drive test. The problem was caused by worn out clutch.